Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Further information was requested but not received.

Event description:
It was reported that the patient experienced an adverse event of infection, indicated by swelling near the implant site. The patient will be evaluated by the physician. No other symptoms, interventions, or procedures were reported.